Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose (bg) of 600 mg/dl with nausea, vomiting and increased heart rate. The patient corrected via the pump and syringe and stated bg dropped to 52 mg/dl at one point. The patient reported that she changed her site and went out and had candy corn and other foods. When the patient got home and checked their bg it was 600 mg/dl. The patient stated that when they removed the site, the insulin shot out of the tubing indicating pressure. The patient stated that the occlusion sensitivity was set to high and delivery was normal. This report is being made due to the patient¿s alleged hyperglycemic event resulting from an alleged lack of occlusion alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no occlusions observed in pump histories. The daily insulin delivery totals correctly reflected the user's programmed basal rates. A rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. The pump passed (B)(4) flow accuracy test and found to be delivering within required specifications. No occlusions occurred during testing. An occlusion was induced and the pump gives the appropriate visual and audible "occlusion detected" alarm.